Event description:
Report received of leaking from the clave port. The pt was receiving an infusion, solution and rate unspecified, via a central femoral IV access site. Customer reports that blood backed up the tubing and leaked out of the distal clave port. Customer contact states that the amount of blood loss was not specified in the pt record. No medical intervention were necessary and the tubing was changed to resolve the problem. No report of pt harm. No additional info was available.